Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a threshold of 6.75 v at 1.5 ms. The lead was replaced.

Event description:
It was also reported that the patient developed an infection.